Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a follow up report when our evaluation is concluded.

Manufacturer narrative:
There were no alarms generated for the ECG trace drop and the event went unnoticed by clinical staff. This event was documented in the patient retrospective database provided by the customer. The involved devices were removed from service by the customer. On site testing of the involved devices by a spacelabs field service engineer confirmed that all devices performed to specifications. The testing was witnessed by a facility staff member. The telemetry transmitter and receiver module were shipped to spacelabs for further investigation. A root cause assessment was performed. Additional functional tests were also performed. The reported problem was not reproducible; therefore, no root cause was determined. In summary, we were unable to replicate the issue and cannot conclusively determine root cause of the reported failure. We are closing the investigation into this particular incident. We will continue to monitor such issues and reopen this incident¿s complaint investigation if appropriate.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 90341-50, telemetry receiver module model 90478, and central monitor model 91387-38 experienced an ECG trace drop from the central monitor from 6:12 a.m. To 1:45 p.m. On (B)(6) 2013. The digital heart rate display remained at 81 beat per minute throughout this time. No one was injured as a result of this event.

Event description:
The patient on telemetry was being monitored at the central station when the ECG trace disappeared without the staff noticing or without any alarms being triggered.